Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record. The cause of the reported cardiac tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2017-00074; 2182269-2017-00054. Following an atrial fibrillation ablation procedure a cardiac tamponade occurred. After the procedure, the patient became bradycardic which required a temporary pacemaker. An echocardiogram was performed but no pericardial effusion was noted. The patient left the lab in stable condition. A few hours post procedure, a cardiac tamponade was diagnosed via echocardiogram and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.